Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not go through the function test (self test). The device was not in use on a patient.

Manufacturer narrative:
Other text: the reported issue could not be confirmed because the customer did not submit the device to philips for repair service. Multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available.